Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose after she injected 17 units of insulin. The blood glucose reading was 336 mg/dl. Troubleshooting was performed and the programming in the device was correct. No further information was provided.